Event description:
It was reported that the check clutch won't calibrate. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was damaged. There was a check clutch/ plunger lever error in the event history log. Customer stated problem could not be verified after multiple flow and occlusion tests. The pump would calibrate with no problems. The technician could not duplicate the reported issue. The root cause of the reported issue could not be determined. Replaced position pot as a preventative measure, part was over 9 years old.